Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/09/2017 that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received. It was indicated that the patient¿s husband came home and found the patient out of it. The patient was given orange juice by her husband to increase her low blood glucose. At the time of the event, the patient¿s cgm was reading 140mg/dl versus the bg meter which read 40mg/dl. At the time of contact, the patient was talking and was fine. No additional event information is available.